Manufacturer narrative:
As reported, a hematoma occurred after a 5f mynx control vascular closure device (vcd) failed to stop bleeding after use. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found in the open position, and the syringe was detached from the unit. The sealant was present in its manufacturing position, fully covered by the sealant sleeves. No abnormal conditions were observed regarding the sealant sleeves. Additionally, there was no sheath returned with the device. The balloon was deflated, and the core wire was present in its manufactured position. No additional anomalies were observed during this analysis. The reported event of ¿sealant-inability to achieve hemostasis¿ and the subsequent ¿hematoma¿ could not be observed through analysis of the returned device since procedural images were not provided and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be determined. Based on the very limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported inability to achieve hemostasis with the sealant and the subsequent hematoma as the received condition of the device did not match the event description. The device was received without any depression of the buttons or any signs of use in a patient; therefore, it is unlikely that the device received was used during the procedure. However, events of inability to achieve hemostasis are usually related to patient factors, pharmacological factors, procedural factors and/or handling factors of the device. Failing to achieve hemostasis after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a hematoma occurred after a 5f mynx control vascular closure device (vcd) failed to stop bleeding after use. Additional information was requested but not provided. The device is being returned for evaluation.